Event description:
The customer stated that the generator console was not booting, but the rest of the unit was functioning. Rebooting the unit didn't repair the unit. Also the user console locked up. System is still operational. No pt injury was reported.

Manufacturer narrative:
.